Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that the target lesion was the proximal lad with no tortousity, no calcification and 80% stenosis. After pre-dilatation of the lesion with another company's balloon, another company's 2.5 x 28 mm stent was deployed. The distal part of the stent implant was post-dilated with the balloon; however, the stent was confirmed not to be fully apposed to the vessel wall when examining with ivus. The 3.0x 12 mm nc voyager balloon catheter was used for post-dilatation of the proximal part of the deployed stent; however, the balloon ruptured at 20 atm when inflated for the first time. There were no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and inflation lumen. The balloon was loosely folded. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon to locate the rupture. There was a pinhole in the middle of the balloon, 5 mm distal to the proximal balloon marker. There were longitudinal scratches and balloon peeling found on the distal balloon shoulder. Product performance engineering reviewed the incident info and analysis of the returned product. Quality assurance technician analysis of the returned product is consistent with a rupture while in the pt anatomy. Balloon ruptures can occur as a result of a mfg deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Functional testing was able to confirm the reported rupture as fluid leaked out of a pinhole in the middle of the balloon 5 mm distal to the proximal balloon marker. There were longitudinal scratches and balloon peeling found on the distal balloon shoulder. In this cae, it was reported the balloon ruptured at 20 atm, which is above the rated burst pressure (rbp) of 18 atm. It should be noted in the rx voyager nc instructions for use (IFU) it states: balloon pressure should not exceed the rated burst pressure. Reportedly, the lesion was 80% stenosed and the catheter was used to post dilate a stent that was not fully apposed to the vessel wall, which likely contributed to the difficulties experienced. It is likely that the balloon material was damaged (scratched) during interactions with other devices, the pt anatomy, or implanted stent, such that the balloon ruptured upon inflation at 20 atm. An interaction with the deployed stent could also have contributed to the balloon peeling noted in the analysis. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. In this cae, the reported balloon rupture is related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verity rated burst pressure. This MDR is considered closed by the product performance group.